Manufacturer narrative:
Bivalirudin, clopidogrel, and ticlopidine. The product is not available for evaluation; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15262079 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15262079. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4), the patient experienced an ischemic stroke two days after the index procedure. The target lesion was located in the bifurcation of the right common carotid artery (cca). The patient was described as symptomatic prior to the procedure. The patient had a 100% occlusion in the contralateral carotid (left internal carotid artery). The target lesion was described as concentric, eccentric, arch type ii, 38.7mm in length, 80% stenosed, thrombosed, with severe calcification. The reference vessel as 5.3mm in diameter and moderately tortuous. A 6mm angioguard was successfully deployed beyond the target lesion and the lesion was pre-dilated with an unknown balloon catheter. A 9x40mm precise pro rx stent was successfully implanted. The angioguard was retrieved with debris noted in the basket. Residual stenosis was 0%. No dissection occurred during the procedure. It was unknown if there was a thrombus post stent implantation. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. Two days after the index procedure, the patient experienced aphasia and was diagnosed with ischemic stroke. There was no visual field loss, hemiparesis, hemineglect, or hemitaxia. The onset was sudden and fully resolved with no deficit. According to the investigator, the event was not related to cordis product. The adjudication minutes received (B)(6) 2011 agree with the previous diagnosis of an ipsilateral ischemic/embolic stroke occurring 2 days after stent implantation and that the event was device and procedure related. Additional information from the adjudication minutes notes that an MRI reported tiny foci of acute infarction in the parietal and occipital lobe bilaterally, right frontal lobe, and right thalamus consistent with embolic process. As the new information notes right hemispheric involvement the current code of ischemic stroke will be changed to a reportable complaint.